Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any battery alarm due to unresponsive button. However, the insulin pump powered up properly after battery installation. No blank display or missing segment or display anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank screen and unresponsive keypad. The customer stated the screen is blank with only a black circle. When customer attempted to bolus, the keypad was unresponsive. In addition, the insulin pump alarmed. The customer's blood glucose was 110mg/dl. The customer also mentioned the insulin pump had cracks, a piece of plastic missing and o-ring fell out in compartment lip. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer declined partial display, battery and keypad anomaly troubleshoot.